Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: tibial articular surface provisional right size ef: catalog#42527000505, lot#63223324. H6 : proposed component (annex g) code is mechanical (g04) - provisional bottom. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. Root cause is attribute to user not following the proper surgical technique. Per persona primary surgical technique instructs that to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a total knee procedure, the tibial articular surface provisional instrument fractured during impaction. No adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4).medical product: tibial articular surface provisional right size ef: catalog#42527000505. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2023-01106. The product has not been returned to zimmer biomet for evaluation, as the product location is unknown. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.